Manufacturer narrative:
Manufacturing telephone and fax numbers of (B)(6) are respectively, (B)(6). The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
When a maxi ld was delivered to the lesion and inflated for stent graft case when it ruptured. Therefore, it was replaced with a new balloon catheter (non cordis). The device has been discarded in the hospital because of suspicious infectious disease and will not be returned for analysis.

Manufacturer narrative:
When a 15x40mm 110cm 7f maxi ld percutaneous transluminal angioplasty (pta) catheter was delivered to the lesion and inflated for stent graft case when it ruptured. Therefore, it was replaced with a new balloon catheter (non-cordis). The lesion was a chronic total occlusion (total occlusion >3 months lesion. The access site was the common femoral artery. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. The catheter was never in an acute bend. The balloon inflated normally. The balloon catheter was removed easily. Additional procedural details were requested but were not provided. The device was not returned for analysis due to the suspicion of an infectious disease. A device history record (DHR) review of lot 17734916 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (cto) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.